Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent and electrode separated from cannula tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced an unexpected threshold suspend on the insulin pump due to sensor discrepancy. The customer stated that all night long it was alarming that their blood glucose levels were within the range of 49 mg/dl to 50 mg/dl and was shutting the insulin pump off. They woke up with a blood glucose level of 280 mg/dl. The threshold suspend was set to 60 mg/dl and it suspended at 49 mg/dl. The customer declined troubleshooting for high blood glucose. The customer stated their blood glucose with the insulin pump. The customer¿s current blood glucose level was 145 mg/dl. Troubleshooting was performed. It was found that the sensor¿s cannula was bent. The product will be returned for analysis.